Event description:
Affected side is left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, broken shell, biological tissue color red and missing piece of the shell. A microscopic analysis was performed which identify a sharp edge broken assessed as unidentified tear broken and missing piece of the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a broken sharp in the posterior side assessed as unidentified (tear) opening. -missing piece of the shell assessed as inconclusive. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: experiencing pain in breast since implantation which was some years ago. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient is reporting: experiencing pain in breast since implantation which was some years ago. Patient is ashamed and hung up by the breast. Patient wants to have it explanted and to get it replaced with a smaller size. The physician later confirmed rupture and capsular contracture baker grade is unknown. Affected side is unknown. The device has been explanted.